Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was loose and was not charging pump battery. Customer's blood glucose was within range (value not provided). Customer changed the usb cable to resolve the issue.